Event description:
Customer reported issues with the insulin pump. Customer states that the insulin pump is malfunctioning. The blood glucose reading is 300 mg/dl. Nothing further reported.

Manufacturer narrative:
Insulin pump was received with blank display due to battery tube connector not plugged in properly in lcd board. Unable to verify for frozen screen or upload to carelink due to blank display. Insulin pump was received with minor scratches on display window, cracked case at display window corners, cracked reservoir tube lip, cracked battery tube threads and cracked belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.